Event description:
It was reported, the patient had symptoms of "altered mental status - delirium" and "return of patient symptoms - increased spasticity". Over the past 24 hours, the hospital had given the patient 5 mg of tid baclofen and some narcotic because the patient had increased spasticity and to prevent withdrawal. The patient still had altered mental status and spasticity today. The healthcare professional (hcp) did not think the pump was alarming currently. It was noted the patient's last programming was performed on (B)(6) 2014 and they thought they "may have decreased the dose by 8% since then". The pump was used to infuse baclofen and dilaudid.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).